Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation instrument being used for afunctional endoscopic sinus surgery procedure. It was reported that the surgeon was having difficulty verifying the straight suction. The instrument had imprecision of about 2mm. They could not remember what the distance to divot was. The instrument was swapped out with another and it verified instantly and was accurate. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.